Event description:
It was reported the pt feels pain at the implant site when the ipg has low battery. The sjm rep advised the pt to keep the ipg charged above the low threshold to avoid the discomfort. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field action advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.